Event description:
The customer reports that the hub broke off the double lumen device. The nurse reports that they were turning the patient and some tension was placed on the line. They heard a pop and the PICC was broken at the hub.

Manufacturer narrative:
(B)(4). The customer returned one 2-lumen catheter for evaluation. Signs of use in the form of biological material were present on the catheter body. Visual examination of the catheter revealed the distal luer hub was separated from the extension line. The luer hub was not returned for evaluation. The point of separation was mostly smooth except for a small square portion missing. The proximal end of the extension line appeared necked and as if the luer hub was pulled off. The total length of the catheter body measured to be 16.0625" which not within specifications of 22.75-23" per product drawing. This indicates at least 6.6875" were trimmed and not returned. The outer diameter of the distal extension line measured 0.0840" which is within specifications of 0.093-0.097" per product drawing. The inner diameter of the distal extension line measured 0.053" which is within specifications of 0.055-0.059" per product drawing. This indicates that the wall thickness measured thinner than expected which could be a manufacturing issue or indicated the extension line had had undue force applied to it, stretching it out. A manual tug test confirmed the proximal extension line was fully secured within the luer hub. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. A possible relevant finding was found. Internal non-conformance 60043925 for internal coating failure was found. However, the issue identified in this complaint is related to the molding process of the extension line to the luer hub. The coating process is unrelated to the molding of the components and unlikely to affect these portions of the device; therefore, these findings are deemed not relevant to this complaint issue. The customer report of luer hub/extension line separation was confirmed by complaint investigation of the returned sample. The luer hub had separated from the extension line and was not returned for evaluation. The separation point on the extension line was mostly uniform but dimensional evaluation showed evidence of necking of the lumen. The separation point of the luer hub could not be evaluated as it was not returned by the customer therefore the failure mode could not be confirmed. Based on the customer description and without the separated luer hub returned, the root cause of this issue could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the hub broke off the double lumen device. The nurse reports that they were turning the patient and some tension was placed on the line. They heard a pop and the PICC was broken at the hub.